Event description:
Complainant alleged that while treating a pt (age and gender unk), the device inappropriately displayed a "defib pad short" message. Complainant that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.